Event description:
It has been reported to philips that the allura system frontal arm stopped moving during a procedure. The device was in clinical use. It was reported to philips that the procedure was aborted, however no patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during the neurovascular diagnostic procedure and the procedure was aborted. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the frontal arm did not operate. Upon functional testing, the fse found that the problem occurred due to a fault in the frontal arm head-tail direction position detection unit. Review of the system log file showed larc collision adapter board test failed. The fse replaced the head-tail motor drive including position detection unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.